Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during use, the patient changed the cassette at 1 am and at approximately 8 pm the device exhibited a ¿cassette depleted¿ alarm. The patient changed the cassette and resumed infusion. Per the patient, there was no obvious damage or leakage from the cassette, but the bladder looked shriveled. There were no adverse patient effects.

Manufacturer narrative:
D4: catalog, lot, expiration date, UDI number unavailable. G5: 510k number unavailable. H3: device not received by manufacturer. H4: device manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.